Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission when received.

Event description:
A 10mm amplatzer septal occluder (9-asd-010 lot #7053280) was chosen for asd closure procedure. Upon deploying the device the left atrial disk was "cobra" misaligned. The user tried several different techniques to get the device to deploy but he was unsuccessful. He pulled a second 10mm amplatzer septal occluder (9-asd-010 lot #7097787) and the device closed the defect.